Event description:
The patient presented with white bumps and slight swelling at one of the treatment sites eleven weeks after treatment with bovine collagen. The physician treated with intralesional steroid.